Event description:
It was reported that a patient experienced an unspecified infection and subsequently passed away coincident with automated peritoneal dialysis therapy. The cause of the unspecified infection was unknown. On unreported date(s), the patient was treated with unspecified therapy (medication, route, dosage, frequency, and duration not reported) for the infection. The cause of death was not reported. It was not reported if the patient was hospitalized for the event and it was not reported if the patient was hospitalized at the time of death. It was not reported if the patient recovered from the unspecified infection event prior to death. It was not reported if an autopsy was performed. It was not reported if peritoneal dialysis therapy was ongoing at the time of death, and it was unknown if the patient was connected to the baxter healthcare device and/or performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). On an unknown date, the patient passed away. Additional on an unknown date, the patient experienced an unspecified infection. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.